Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported for unknown side "implant rupture". The status of device is unknown.

Event description:
Patient has reported "implant rupture". Confirmed by MRI. Device remains implanted. This relates to the left side.

Manufacturer narrative:
Device analysis: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) . Opening (shell thickness was within specification) . Additional observations: brown particles on the surface of the shell. Crease fold observed. No further actions are required as the device was implanted.

Event description:
Patient reported left side "implant rupture" confirmed by MRI. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side "implant rupture" confirmed by MRI. Device has been explanted and replaced with non-allergan device.

Event description:
Patient reported, left side "implant rupture". Confirmed by MRI. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. It is not possible, to determine the lot number or catalog through the photos provided. It cannot be determined, which device is for the left or right side. Per, the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.